Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the ultra sound (us) tip was broke in the patient eye, removed during cataract surgery (with intra ocular lens implant (iol)). The surgery was completed after replacing the product with another one of the same product code. There was no patient harm.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened broken tip without a wrench, in a bag was received. Sample was visually inspected and found to be nonconforming, phacoemulsification (phaco) tip broken in two pieces at aspiration bypass (ab) hole. Breakage is very jagged. Wall thickness is even. Wear observed on threads, back of flange, and nut corners consistent with threading on handpiece. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The complaint evaluation confirms the phacoemulsification tip was broken. The root cause for the broken phacoemulsification tip cannot be determined from this evaluation. The phacoemulsification tip visual inspections do not show any manufacturing issues that would cause the broken phacoemulsification tip. The exact root cause for the broken phaco tip is unknown; therefore, specific action with regards to this complaint cannot be taken. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance, such as the broken phaco tip exhibited on the returned opened sample, are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).